Event description:
It was reported that the caller was questioning if the rv (right ventricular) lead had an issue as pacing impedance has been fluctuating and there has been some lead noise. The lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the caller was questioning if the rv (right ventricular) lead had an issue as pacing impedance has been fluctuating and there has been some lead noise. The lead remains in use. It was also reported that there was oversensing on the lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The s2d (save to disk) file (B)(4) shows the weekly pace lead impedance trend data with various spike increases for max ventricular pace bi impedance equal to 532 to 893 ohms peak between (B)(4) 2010 and (B)(4) 2010.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.